Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 280 units of insulin. Blood glucose was not impacted. Reportedly, customer will continue to use current pump until replacement arrives.